Manufacturer narrative:
Siemens has reviewed the print-outs and instrument logs provided by the customer. Based on the instrument log review, the root cause for the discordant pco2 test results generated for two patient samples identified as '(B)(6) and (B)(6) when compared to one another from two different rp500s was due to a reagent flow issue for rp500 sn (B)(6). The rp500 sn (B)(6) is performing as intended. Prior to the discrepant results the instrument gave several reagent flow error messages. When these errors occur, the system automatically performs a wash or a calibration to attempt to correct the problem. If the system cannot correct the problem, it prompts the user to replace the wash/waste cartridge or to replace both cartridges. The wash/waste and measurement cartridges were replaced and the instrument is operating as intended.

Manufacturer narrative:
The customer has provided print-outs and instrument logs for investigation. A siemens technician went onsite to check the system and change the measurement cartridge. The customer is operational. The cause of this event is unknown.

Event description:
The customer reported that they received discrepant low pco2 results on their rp500e instrument compared to retesting of the same sample on another rp 500e. There is no report of injury due to this event.